Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturing reference number - 2017865-2020-09430, manufacturing reference number - 2017865-2020-09432, manufacturing reference number - 2017865-2020-09437. It was reported that a symptomatic patient presented in the clinic with systemic infection and endocarditis; vegetation growth was noted on the leads. The entire system including the implantable cardioverter defibrillator, the right atrial, right ventricle and left ventricle leads was explanted. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.